Event description:
The event was reported via the icad study in china. The 58-year-old female patient with a medical history of hypertension for over 20 years, cerebral infarction was admitted to the hospital on (B)(6) 2022 due to "right internal carotid artery stenosis (severe)." On the same day, the patient signed the informed consent for the "implantation of intracranial stent (cerenovus enterprise 2 intracranial stent) in patients with severe symptomatic atherosclerotic intracranial arterial stenosis: a chinese multicenter, prospective, single-arm target value study," the patient was assigned as subject (B)(6). On (B)(6) 2022, the patient underwent a vascular stent placement. Intraoperative angiography revealed severe stenosis in the c6 segment of the right internal carotid artery, with a stenosis rate of approximately 85%. A 4mm x 23mm enterprise 2 vascular reconstruction device (product code / lot # unknown) was successfully implanted, and repeated angiography showed residual stenosis of less than 30%, with the stent completely covering the lesion. The surgery was successful, and there were no apparent complications postoperatively. The patient was discharged on (B)(6) 2022. The pre-discharge physical examination indicated clear consciousness and fluent speech. Muscle strength was grade 5- in the left upper limb, grade 4+ in the left lower limb, and grade 5 in the right limbs, with normal muscle tone. During the 6-month follow-up physical examination on (B)(6) 2023, following medical advice, the patient exhibited muscle strength of grade 5- in the left upper limb and grade 4+ in the left lower limb. Cta results showed multiple moderate-to-severe stenosis in the intracranial segment of the right internal carotid artery. On (B)(6) 2023, the patient experienced the event of ¿right internal carotid artery c6 occlusion,¿ which was made known to the site on (B)(6) 2024 and to the sponsor on (B)(6) 2024. The principal investigator (pi) assessed this event as not serious, moderate in severity, and as unrelated to the study device and surgical procedure. The event was not an unanticipated adverse device effect (uade). This event was treated with medication. The outcome is recorded as ¿symptom ongoing,¿ with no end date listed. The event was not classified as a symptomatic cerebral hemorrhage or ischemic stroke. This event did not result in prolonged hospitalization, fatal illness/injury, nor permanent impairment of body structure/body function. There was no device deficiency, and the device remains implanted for continued use. Additional information was received on 23-jan-2024. Per the information, on (B)(6) 2023, the patient experienced an acute cerebral infarction. The (pi) assessed this event as a serious, severe adverse event, and as unrelated to the study device and surgical procedure. The event was not an unanticipated adverse device effect (uade). The ischemic stroke was classified as ¿symptomatic intracranial arterial stenosis within the vascular region.¿ this event required hospitalization and was treated with medication. The outcome is recorded as ¿symptom disappeared with sequelae,¿ with an end date of (B)(6) 2024. The information received on 23-jan-2024 indicated that on (B)(6) 2023, at 5:00 pm, the patient experienced sudden weakness in the left limbs without an apparent cause. This manifested as difficulty in walking and holding objects, inability to walk and hold objects, and a sensation of heaviness in the upper limbs compared to the lower limbs. The patient sought medical attention at (B)(6) hospital, where a head MRI revealed multiple infarctions in the cortex of the right cerebral hemisphere and severe stenosis or occlusion of the right internal carotid artery. On (B)(6) 2023, the patient was admitted to the emergency department of (B)(6) hospital for the treatment of "cerebral infarction." During the physical examination, left tongue deviation on extension was noted. Muscle strength was assessed as grade 3 in the left upper limb, grade 4 in the left lower limb, and grade 5 in the right limbs. The patient was unable to cooperate with the left finger-nose test, and the left heel-knee-shin test was unsteady. The nihss score was 4 points (1 point for facial paralysis, 2 points for the left upper limb, and 1 point for the left lower limb). Before the onset of the illness, the patient had been regularly taking aspirin enteric-coated tablets and rosuvastatin calcium tablets, although the control status was unknown. On (B)(6) 2023, a head MRI revealed multiple infarctions in the cortex of the right cerebral hemisphere and severe stenosis or occlusion of the right internal carotid artery. The head CT on (B)(6) 2023 indicated: 1. Cerebral infarction in the right frontotemporal-parietal insula 2. Old infarction in the right temporo-occipital-parietal lobe. 3. Multiple cavity infarcts and softening lesions in the parenchyma of the right cerebral hemisphere. 4. Dense shadows and radial artifacts in the terminal area of the right internal carotid artery. Intracranial doppler on (B)(6) 2023 revealed: 1. Reduced blood flow velocity in all arteries of the right internal carotid system, with a decreased pulsatility index, suggesting lesions in the proximal end of the right internal carotid artery. 2. Reduced blood flow velocity in the siphon segment of the left internal carotid artery. 3. Reduced blood flow velocity in the left vertebral artery. Carotid vascular ultrasound on (B)(6) 2023 showed uneven thickening of the intima-media in both carotid arteries with plaques and lesions in the distal segment of the right internal carotid artery. Starting from (B)(6) 2023, the patient began receiving a treatment regimen that included anticoagulation (heparin), antiplatelet aggregation (aspirin enteric-coated tablets, clopidogrel bisulfate tablets), lipid-lowering and plaque stabilization (atorvastatin calcium tablets), blood pressure regulation (olmesartan medoxomil tablets), symptomatic and supportive treatment. On (B)(6) 2023, the patient was discharged in a stable condition. The physical examination at discharge indicated clear consciousness and fluent speech. Muscle strength was grade 4+ in the left upper limb, grade 4+ in the left lower limb, and grade 5 in the right limbs. The left finger-nose test and heel-knee-shin test showed slight unsteadiness. Considering that the acute cerebral infarction was caused by inadequate blood pressure control (blood pressure decreased, specific values not provided) (the patient had transitioned from metoprolol for hypertension to olmesartan medoxomil tablets, with a change in frequency from once a day to twice a day. Additionally, exposure to sauna and acupuncture during the summer contributed to the blood pressure decreased), the assessment concluded that the event was unrelated to the devices or surgery. The patient's current condition is stable, with residual symptoms including impaired movement in the left limbs and left tongue deviation on extension, which are considered to be the sequelae of the cerebral infarction. The patient's overall condition remains stable.¿ on (B)(6) 2024, the patient experienced an adverse event of ¿severe stenosis of the m1 segment of the left middle cerebral artery.¿ the pi assessed this event as not serious, moderate in severity, and as unrelated to the study device and surgical procedure. The event was not an unanticipated adverse device effect (uade). This event was treated with medication. The outcome is recorded as ¿symptom ongoing,¿ with no end date listed. The event was not classified as a symptomatic cerebral hemorrhage or ischemic stroke. This event did not result in prolonged hospitalization, fatal illness/injury, nor permanent impairment of body structure/body function. There was no device deficiency, and the device remains implanted for continued use. On 05-jun-2024, a clinical event committee (cec) was received regarding the event of ¿acute cerebral infarction.¿ the cec assessed the event as being possibly related to the study device and definitely related to the procedure. Other possible causes for the event were reported as, ¿based on intraoperative images, insufficient balloon dilation, short stent selected, inappropriate antiplatelet drug selection and use of time.¿ based on the cec adjudication received on 05-jun-2024, the event meets usfda reportability criteria under 21 cfr 803 with a classification of ¿serious injury.¿

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient date of birth, gender, weight, race, and ethnicity were not provided. Section d.4: the product catalog and lot numbers are not available / not reported. The unique identifier (UDI) and expiration date of the device are not available. Section e.1: the initial reporter phone and email address are not available / reported. Section h.4: the device manufacture date is not known as the device lot number is not available / not reported. Based on complaint information, the device remains implanted and is thus not available for evaluation. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. There was no device performance issue or device malfunction reported during the procedure. Per the additional information received on 23-jan-2024 and 05-jun-2024, regarding the event of ¿acute cerebral infarction¿; cerebral infarction is a known potential complication associated with the enterprise2 vascular reconstruction device and is listed in the instructions for use (IFU) as such. There was no alleged quality issues related to the used device, as the device performed as intended. The pi assessed the event as being unrelated to the enterprise2 study device and unrelated to the procedure. However, a cec adjudication assessed the event as possibly related to the study device and definitely related to the procedure. Other possible causes for the event were reported to be ¿insufficient balloon dilation, short stent selected, inappropriate antiplatelet drug selection and use of time.¿ based on the cec adjudication, the correlating relationship between the event to the used device as a contributing factor cannot be ruled out entirely. Additionally, the event required prolonged hospitalization for further diagnosis and medicinal treatment. Therefore, this event meets us FDA reporting criteria under 21 cfr 803 with the classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.